Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2024-03333, 1220908-2024-03343, 1220908-2024-03334, and 1220908-2024-03350 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the clinical log file determined two analyses resulted in shock advised determinations due to CPR being performed while the analyses were active. Rescuers should follow audible and visual prompts to stop CPR prior to the analysis beginning. Three analyses resulted in shock advised determinations due to the algorithm identifying ventricular fibrillation. The x series operated as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The x series operator's guide (9650-002355-01 rev. G), states warning! Do not analyze the patient ECG during patient movement. A patient must be motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analyzing the ECG.